Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient was hospitalized because the mobile device sent wrong information. There is no contact information on this account. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.